Event description:
Additional information received on (B)(6) 2020 ,reported that the patient had their driveline repaired in (B)(6) of 2020. An exact date was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is at a high risk for short to shield (sts) due to poor integrity of their driveline.

Manufacturer narrative:
Sections d4 and h4: additional information - expiration and manufacturing dates section h6: additional information manufacturer's investigation conclusion: the report of driveline damage could not be confirmed through this investigation. The submitted system controller log files captured several backup battery fault alarms occurring between (B)(6) 2020 at 03:03:26 and (B)(6) 2020 at 11:05:36. No additional atypical alarms or trends in pump parameters were captured. The pump appeared to function as intended. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook also contains a section on ¿caring for the driveline.¿ the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 02apr2015. No further information was provided. The manufacturer is closing the file on this event.